Manufacturer narrative:
A 9615332-2018-00029 is associated with argus case (B)(4), biotene original oral rinse (savannah).

Event description:
My son was only (B)(6) year old and he induced some of biotene oral rinse [accidental device ingestion by a child]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion by a child in a (B)(6) -year-old male patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion by a child was unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to biotene original oral rinse (savannah). Additional information: adverse event information was received on (B)(6) 2018. Consumer reported, "my son was only (B)(6) year old and he induced some of biotene oral rinse, was there like an emergency that I need to do?"

Event description:
Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion by a child in a (B)(6) male patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion by a child was unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to biotene original oral rinse (savannah). Adverse event information was received on 26 february 2018. Consumer reported, "my son was only (B)(6) and he induced some of biotene oral rinse, was there like an emergency that I need to do?" Followup information was received on 09 march 2018. Call placed to the reporter, the patient's mother. When asked how her son was doing and did he require any medical attention, the mother replied, "I already spoke to someone about it. He was fine." The mother reported her son did not have to seek medical attention.